Manufacturer narrative:
Additional information: d1, d2, d4- model number and g5 PMA/510(k) #. The explanted lead was returned and was determined to be a model 3186 scs lead.

Manufacturer narrative:
The reported event of ineffective stimulation/low impedance was not confirmed. The return octrode lead passed all electrical testing. No root cause was identified for reported issue.

Event description:
Related manufacturer reference number: 1627487-2020-22559. It was reported that the patient experienced ineffective therapy. Diagnostics revealed low impedance. Additionally, patient required MRI ability. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted and replaced with a new system addressing the issue. Reportedly, stimulation is working fine post operatively.